Event description:
The surgeon was informed by the fisioterapist, x-rays clearly show glenosphere disassembling and a free glenosphere locking central screw. Revision surgery will be performed. The patient also reported a traumatic event (a fall). No other info available at the moment.

Manufacturer narrative:
No other info available at the moment.